Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/16/2015.

Event description:
Procedure type: gastric bypass. According to the reporter: stapler reload cut the tissue, however, staples did not deploy. There was unanticipated tissue loss. An edostitch was used to stitch up the tissue that was cut,and a drain was used. There was no extension of incision by more than one inch. Surgical time was delayed by more than 30 minutes. Nothing fell into the patients cavity and no device was left in the patient. No reinforcement material was used. No complications resulting from the delay in surgery. Last known patient status was that the patient was in good condition, with no issues to this point.

Manufacturer narrative:
(B)(4).